Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the caster wheel and brake pad were worn. The tech replaced the wheel and pad to repair the bed.